Event description:
Pt was revised to address loosening of the femoral component.

Manufacturer narrative:
Examination was not possible, as no product was returned. The investigation could not determine the root cause of the reported loosening. The initial report states that it is not suspected that the product failed to meet specification. The need for corrective action is not indicated. Should add'l info be received, the complaint will be reopened. Depuy considers the investigation closed.